Event description:
Boston scientific received information that the patient's daughter contacted boston scientific technical services (ts) and stated that a lead came off of the device. Ts advised the patient advocate to contact the physician. It was not specified which lead they were referring to. Attempts to retrieve additional information from the patient's clinic have been unsuccessful. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.